Manufacturer narrative:
Section b5: MFR # 2916596-2023-07487 covers the previous admission and treatment in iraq. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated for low flows and ventricular tachycardia (vt), in their home country of iraq, through a vt ablation. The patient was transferred and admitted to facility in india where the alarms appeared to have not resolved. The patient was treated with anti-arrhythmic drugs.

Event description:
It was additionally reported that the low flow alarms were due to the patients ventricular tachycardia. The alarms did not resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. The account reported that the alarms were due to the patient¿s arrhythmia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. The controller event log files collectively contained events from 12oct2023 through 14oct2023 and from 16oct2023 through 17oct2023 and captured transient low flow alarms. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.